Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, bubbles, white particles and deformation. Cloudiness and voids after autoclave disinfection process in the gel were observed. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint of rupture.

Event description:
Healthcare professional reported left side device rupture, pain, and device "corrugation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side device rupture, pain, and device "corrugation". Device was explanted.